Event description:
Boston scientific-target was initially notified that the gdc 10-3d 3d-shape synerg detection circuit would not detach. The physician had to unravel the device and cut it from the delivery system. Procedure outcome was a typical result. No apparent present danger to the patient. An e-mail message was received from (bsc/target project manager. Clinical affair) in 08/2002, with additional information from the physician regarding this case: "product: gdc 18 (diameter not provided, 30 cm length) used with excelsior sl-10, patient: (age not provided) with a anterior communicating artery aneurysm. Doctor said that he was experiencing "a little trouble" getting the coil into position. Stated he had to use more force than normal in pushing the coil forward. Once the coil was in place it would not deploy. The coil was acting as if it was already deployed (voltage reading - 11.5 volts and 0.01 milliamps). Based on the readings, it appeared as if the coil was already deployed. Doctor stated he hit the button at least 5 times to get the coil to detach and tried removing the battery and holding it on for 1 minute. Still no detachment of coil. The coil was pulled back slightly (8-10 cm) and began to pull apart, partly inside partly outside the microcatheter. Now the coils were tangling back into the aneurysm. An attempt was made to snare the coils with the attracter - no success. Next an amplatz retrieval device was successful in retrieving some of the coil but got stuck and the coil eventually stretched. The ultimate result was a partially deployed coil (mostly unraveled) within the aneurysm. About 1-2 strands were visible in the external iliac artery at the level of the introducer sheath. The following morning the sheath was removed. It is hoped that the unraveled coil will eventually endothelialize within the artery. Doctor confirmed that the coil was not cut and did not prematurely detach." In view that the newly acquired information indicated that an adverse event had occurred this complaint became a reportable event.